Manufacturer narrative:
The meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging that his onetouch verio2 meter displayed an error 1 message. The complaint was classified based on the customer service representative (csr) documentation and further information obtained when the medical surveillance specialist listened again to the original call recording. The patient stated that the issue began on (B)(6) 2015 at approximately 7:30pm in the evening when he attempted to test his blood glucose using the subject device. The patient manages his diabetes using insulin and self-adjusts the dose, and it is unclear if the patient made any changes to his usual diabetes management routine in response to the alleged issue. The patient reported experiencing symptoms of dizzy, fainted and anxious approximately 10 minutes after the alleged meter issue began, and reportedly self-treated by consuming additional food/drink on (B)(6) 2015 at approximately 8pm. At the time of troubleshooting, the csr determined that it was not the first time the product was being used. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.